Event description:
I've had an iud in since 2007. I had a very light period for four days so I took three pregnancy tests in 2008, and they all came back positive. I ended up in the hosp in 2008, with really bad cramps. As of 2008, and I've been in the hosp three times already because of an ectopic pregnancy caused by the iud. Dates of use: 2007- 2008. Diagnosis or reason for use: birth control. Event abated after use stopped: no.